Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after multiple firings, the device was working fine. Then, part of the tip (insulation-gray part) chipped off and began to melt. The tip that broke did not fall into the patient. The procedure was completed with bipolar forceps and bovie. There was no patient injury. No further information available at this time.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip fractured on one jaw. The broken piece was not returned. The device was heavily used. The reported condition of component disengagement was confirmed, but the condition of device melting was not confirmed. The device was investigated with the help of engineering who concluded that the plastic tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The device's mechanical function and jaw gap were evaluated and found to be within specification. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.